Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument for failure analysis. The mega suturecut needle driver instrument was analyzed and found to have multiple input disks broken. Input disk five and seven were found broken into pieces inside of the housing. Hairline cracks were found on grip input shaft six. As a result, the instrument could not operate properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the mega suturecut needle driver instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of mega suturecut needle driver instrument were not moving properly. The procedure was completed. No patient consequence was reported.